Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported by affiliate via complaint submission tool that 1x vapr coolpulse 90 electrode (228146) lot u2006087 is out-of-order, the suction was blocked, before the electrode was used inside. The complaint device was received and evaluated. No visual damages in the device, saline residues and a gelatinous substance were observed in the suction tube, sings of activation can be observed. Due to the failure reported is related to suction, the device will be sent to supplier for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode: device was not returned in the original packaging, device was in a used condition with tissue visible in and around the tip, tissue visible in tip suction port, there appears to be a blockage in the suction tube, the blockage is 50mm from the proximal end of the handle, the blockage appears to be uv glue, no visible damage to the device shaft, handle, cable or plug. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, and hipot active return), as a result all parameters passed. During functional test, the vapr vue generator gml 4854/2 was used, were included different values as generator connection, flow rate test and activation test, as result, the flow test and flow rate post-activation were fail. Further investigation: the suction tube was cut near the visible blockage to confirm that it was uv glue. The appearance and consistency would suggest it was uv glue. A thin gauge wire was also inserted into the active suction tube, which found it to be free from blockage but uv glue was visible around the end of the active suction tube. Supplier summary: the customer claim that the device was blocked before use was confirmed. The suction tube was found to be blocked by uv glue 50mm from the proximal end of the device handle. From our investigation we were able to confirm the reported suction failure with the returned complaint device. The complaint failure mode seen has been caused by uv glue within the active suction tube and consistent with other complaint devices investigated under CAPA. Further investigation into this failure is being conducted under CAPA with process improvements under review. As this failure mode is still currently under investigation this complaint will be added to the scope of the CAPA. A manufacturing record evaluation was performed for the finished device lot number: [u2006087], and no non-conformances were identified. Depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Incomplete the expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a arthroscopic shoulder stabilization procedure on (B)(6) 2020, it was observed that the suction on the vapr coolpulse 90 electrode device was blocked. Another like device was used to complete the procedure successfully with five minute delay. There were no adverse patient consequences reported. No additional information was provided.